Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number was reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Any non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR show that the product was assembled and inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. However current production was verified to identify any issue that can lead to the reported defect and no issues were found since wall thickness and internal diameter were found within specification, also a leaking test was performed on these samples on fixture (tf-0138 / nlc03389 due date march 07, 2014) in order to verify the functionality on the connections and no problems were presented during the performed verification. If the defective sample becomes available this investigation will be updated with the evaluation results. As a corrective action r&d engineering department will be notified about the complaint received. Since the lot mentioned on this customer complaint is related to a resin change project performed in (B)(4) 2013.

Event description:
The event is reported as: the customer alleges that the end of the tubing will not stay in place and pops off. Also, when attaching the tubing to the aerosol mask, the mask does not fit properly to the patient's face because the tubing torques. No patient injury.